Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient tripped and fell on his face the day prior to the report. When the reporter was asked if the patient had experienced a change in symptom control since then, the reporter stated "yes and no." It was therefore unclear if the patient experienced a change in symptom control following the fall. The reporter however, indicated that the patient wanted to have his system checked out. No further information was reported. If additional information becomes available, a follow-up report will be submitted. Information also reported on patient's other implantable neurostimulator (ins) in manufacturer's report # 3004209178-2013-03878.

Manufacturer narrative:
Concomitant medical products: product ID 7495-51, serial# (B)(4), implanted: (B)(6) 1999. Product type: extension: product ID 748251, serial# (B)(4), implanted: (B)(6) 2006. Product type: extension: product ID 748251, serial# (B)(4), implanted: (B)(6) 2006. Product type: extension: product ID 64002, lot# n250143, implanted: (B)(6) 2010. Product type: adapter: product ID 37651, serial# (B)(4). Product type: recharger: product ID 37642, serial# (B)(4). Product type: programmer, patient: product ID 37612, serial# (B)(4), implanted: (B)(6) 2012. Product type: implantable neurostimulator: product ID 37092, lot# 262060001, implanted: (B)(6) 2010. Product type: accessory: product ID 3387s-40, lot# v010103, implanted: (B)(6) 2006. Product type: lead: product ID 3387s-40, lot# v012461, implanted: (B)(6) 2006. Product type: lead: product ID 3387-40, lot# l62015, implanted: (B)(6) 1999. Product type: lead. (B)(4).